Event description:
It was reported that the liner would not seat into shell. Another liner of the same size was used to complete the procedure.

Manufacturer narrative:
The cup and locking ring were not returned for analysis. Operative notes are not provided. One or a combination of the following factors may lead to the observed vents: failure to ensure that screw heads are properly seated below surface of the shell may result in liner contacting the screw head and not getting assembled properly; impaction may damage the locking ring resulting in assembly failure between shell and liner; proper surgical technique not followed; presence of soft tissue, third body debris, etc. On the shell periphery may obstruct the liner from seating properly; and/or misalignment of liner vertically and/or rotationally with respect to the shell (mal-positioned components). With the available information, the exact root cause of the observed event cannot be determined. As returned, the polar boss of the liner was not properly aligned before impaction. The liner was autoclaved prior to its return, preventing dimensional analysis. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.